Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that unspecified bd" syringe leaked, the plunger was difficult to move, and the stopper detached from the plunger. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that baclofen "exploded" out of the syringe, causing baclofen to go everywhere. Also reported is the syringes are "tighter" fitting having to pull plunger harder and black stopper detached from plunger. Description of product defect event of exploding baclofen intrathecal syringe from kit. Per administering staff member, "I had a whole vial of baclofen spill (actually kind of explode) out of a syringe today I was drawing it up and the back of the syringe stopper popped off and the baclofen went everywhere. So, I had to get a new kit and use a whole new vial." Further description included, "I have both noted that the syringes in the current kits are very difficult to pull back (we both have recently noted struggling with this during pump refills). It is like the plunger part of the syringes are "tighter" fitting, if that makes sense. When I was drawing the medication up for this refill, I had to pull really hard to get the full 20ml vial pulled up and the plunger seemed to explode out of the back of the syringe. The black plunger part even came detached from the plastic." This event has been reported to the manufacturer.

Event description:
It was reported that unspecified bd¿ syringe leaked, the plunger was difficult to move, and the stopper detached from the plunger. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that baclofen "exploded" out of the syringe, causing baclofen to go everywhere. Also reported is the syringes are "tighter" fitting having to pull plunger harder and black stopper detached from plunger. Description of product defect event of exploding baclofen intrathecal syringe from kit. Per administering staff member, "I had a whole vial of baclofen spill (actually kind of explode) out of a syringe today I was drawing it up and the back of the syringe stopper popped off and the baclofen went everywhere. So, I had to get a new kit and use a whole new vial." Further description included, "I have both noted that the syringes in the current kits are very difficult to pull back (we both have recently noted struggling with this during pump refills). It is like the plunger part of the syringes are "tighter" fitting, if that makes sense. When I was drawing the medication up for this refill, I had to pull really hard to get the full 20ml vial pulled up and the plunger seemed to explode out of the back of the syringe. The black plunger part even came detached from the plastic." This event has been reported to the manufacturer.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.